Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump had alarmed for no delivery. The alarm occurred during normal use and was a past event that was resolved with a complete set change. The blood glucose had run as high as 590 mg/dl. The customer was treated with insulin pens and the caller declined to troubleshoot for high blood glucose. The insulin pump was not replaced or returned for analysis.